Event description:
During an angiographic procedure with a 7f ultimum hemostasis introducer in place, the spyglass catheter broke off during manipulation and the case was abandoned. The patient was taken to surgery. A small incision was made and the broken piece of the catheter was removed. Sutures were used to close the femoral artery. The patient was reportedly recovering and was releasing the following day. The ultimum sheath was reportedly "twisted and kinked after the procedure". According to the reporting person, the "vessels on the x-ray did not look particularly tortuous or heavily calcified.